Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampons lost up in her - vagina [foreign body in reproductive tract]. A spontaneous report was received via social media on (B)(6) 2020 from a reporter stating he or she knew a consumer, a female of unknown age, who supposedly lost 2 tampax tampons, version/absorbency/scent unknown up in her that had to be surgically removed. Relevant history: none reported. Concomitant product(s): none reported. No further information was provided.